Event description:
It was reported that during a coronary artery drug eluting treatment procedure stent damage occurred. The target lesion was in the severely tortuous, calcified, mid left anterior descending (lad) artery. The lesion had been predilated with a 2.5x15mm maverick balloon. The physician was attempting to advance the 2.5x12mm taxus express2 drug eluting stent (des) but was unable to deliver the stent to the target lesion and noticed flared stent struts. The physician used a 2.5x15mm quantum balloon and attempted to deliver a 2.75x12mm liberte bare metal stent (bms) to the target lesion without success. The procedure was completed by unk means. There were no pt complications reported with the pt's condition listed as "fine."

Manufacturer narrative:
.